Event description:
It was reported that patient with this right atrial (ra) lead is hospitalized and is being monitored for a moderate to severe pericardial effusion. The patient was discharged from the hospital and the pacemaker clinic will continue to monitor the patient. Additional information indicated that field representative believes the patient was experiencing some chest pain which is what brought the patient into the hospital and led to the discovery of the pericardial effusion. The patient had an echo that showed a moderate to severe pericardial effusion that was most likely the result of the recent device implant. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.